Event description:
It was reported that during the laminectomy portion of a spinal cord stimulation (scs) implant procedure the patient loss motor signal in right lower extremity. The lead was inserted at laminectomy at lower level before signal loss happened at upper level on second laminectomy. Signal loss occurred before the paddle lead was introduced to epidural space. The physician decided to abort the procedure. The physician does not know what caused loss of signal. The patient was admitted to the hospital and stayed in the intensive care unit over the weekend. The patient was discharged from the hospital, is showing substantial recovery to motor signals and is expected to fully recover with physical therapy. The lead will not be returned as it was discarded by the medical facility.